Event description:
The user facility reported that immediately after the initiation of dialysis treatment, a blood leak occurred within the dialyzer fiber bundle. The dialyzer was changed out, which resulted in an estimated blood loss of 150-cc. Another dialyzer was used and treatment was completed successfully without further incident. The pt condition is reported as fine.